Event description:
(B)(6). Event occurred in the united states. The patient stated that she woke up and noticed that the infusion set tubing had detached at the site location while she was sleeping. The site location was her lower back and the pump was worn on her right side. The infusion was last changed three days before this report. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. She was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.